Manufacturer narrative:
Product is not being returned to the MFR for eval. Evaluation: no specific evaluation could be made since product was not returned. All catheters undergo a 100% visual inspection and leak test during production. In addition to this testing, an aql sample is taken from each shop order by qc, then visually inspected, leak and pull tested prior to sterilization. All catheters sampled must reach the minimum specification pull force prior to failure. S/o 1014184 were reviewed and have no deviation. All samples passed specification listed in the mi, qi and drawing. Pids specify the volume for balloon. Due to the fact that s/o 1014184 passed all regular manufacturing and qc inspection and unk info how this catheter was inflated. None of the above lot remains in finished good. Conclusion/corrective action: this specific complaint could not be confirmed. No corrective action is required at this time.

Event description:
"During an embolectomy procedure performed to a senior male pt the balloon broke at the base leaving exposed the inner metallic spiral. This metallic spiral, tore and pulled up the artery. When the surgeon extracted the catheter, part of the artery was hooked in the distal end of the device."